Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue. The ventilator was tested with a known good patient circuit and known good docking cradle connected. The ventilator passed 49 hours of extended tests at the customer's settings. With a known good power flex installed, the vent passed the initial final test and the initial alarm volume test. The unit passed all bench testing.

Event description:
It was reported by the customer that the unit starts to beep and will shut down. When attempting to push the silence/reset button on the ventilator, the unit will not stop beeping. It was also reported that there was no patient involvement or patient harm associated with this event.